Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The hospital did not request any service. The service was provided by hospital¿s biomed. The reported issue could not be reproduced. The device was returned to clinical use. The internal log confirms the high o2 concentration alarms on (B)(6)2018 and the trend log graph depicts the high o2 concentration clearly. The technical log does not contain any relevant error to the reported issue. The root cause of the event could not been found since the issue could not been reproduced and we have not provided any service.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. (B)(4).